Event description:
The facility reported a flo-gard infusion pump with a indication of occlusion malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in pediatrics. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of occlusion was confirmed and reproduced during service evaluation. The assignable cause was a bent safety clamp plate. The safety clamp plate was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.